Event description:
On (B)(6) 2023, hcp reported a patient had molded pdo threads implanted, and one thread migrated and protruded. Patient removed the thread herself. On (B)(6) 2023, patient was seen to have pdo threads implanted again. On (B)(6) 2023, according to hcp, patient seems to be doing well.